Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. The buttons of the insulin pump have to be pressed hard in order for them to work. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on escape, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.